Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening, brown/yellow particles, wear abrasion and crease fold. Leak test was performed and found opening on device. A microscopic analysis was performed which identify one opening sharp in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is:a sharp opening on posterior due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.